Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the mayfield 2 locking mechanism having up and down movement and the teeth grinded when rotated. The unit was also returned without the ratchet extension arm and the 80-pound torque knob. General maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a3059 mayfield 2 series skull clamp for service and repair because the device had internal components that might be sticking.